Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a multiple drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pocket was failed. A field service engineer (fse) powered down the machine and conducted a thorough inspection of the bus cable and retractor bands. After rebooting the system, the fse ran the hardware test application (hta) and removed debris found under the pockets. During the process, a defective pocket escort was identified. The fse returned to retrieve a replacement pocket and then unloaded the faulty pocket, and a final test was successfully run in the hta to confirm that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a multiple drawer failure. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.